Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficult to deploy the thumb advancer was confirmed. The reported difficult to remove could not be replicated in a testing environment as it was based on procedure circumstance. A conclusive cause for the reported failure to deploy the thumb advancer could not be determined. The difficulty removing the device and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se, with a 6fr sheath after a peripheral stenting procedure. Reportedly, resistance was felt when advancing the thumb advancer. The sheath did not split completely and the clip of the starclose se device could not be deployed. Resistance was met when removing the starclose se device. The access ports were used to retract the locator wings. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.